Manufacturer narrative:
Further information requested, but was not received.

Event description:
It was reported, that the patient presented for generator change procedure. During the procedure, the left ventricle (lv) lead was replaced for an unknown reason.